Event description:
On 15nov2022, it was reported to anika by our authorized representative that it was reported to swissmedic that a second twist peek suture anchor, catalog number 10517t broken during a procedure on a 73-year-old male patient. It was reported that the anchor broke despite the correct procedure when screwing into the pre-drilled hole. There was no patient impact as a result of the event. The current status of the patient is unknown. It is unknown if the surgeon removed the broken anchor or replaced it with another anchor. There was no report of any unusual appearance with the packaging or device at the time of use. Additional information has been solicited. This is the second event for the the same patient/procedure.

Manufacturer narrative:
This case was reported to the swiss health authority on report chv22.016. This case is still pending investigation. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation by the manufacturing site. Supplemental report: this submission is a retraction of the previous vigilance report. The reported event cannot be confirmed as no photos or videos were provided and the product was not returned. The anchor reportedly broke despite correct procedure when screwing into the correctly pre-drilled hole for a 73-year-old male patient. The anchor was discarded right after the surgery, no pictures or videos was taken, doctor's name was provided, a 5.5mm awl was used, awl has been used several times, it is intact and designed for this purpose. The anchor reportedly had some frayed thread edges in the back and split on the 2nd rotation, the broken anchor could be removed and replaced with a titanium anchor, and the procedure was completed with a arthrex suture anchor corkscrew ft ii. There was no patient impact and no delay to the procedure. The current status of the patient is unknown. There was no report of any unusual appearance with the packaging at the time of use. (Lv 19dec2022) a batch record review was performed for pn 10517t batch 16470 along with subcomponents and assemblies pn10494 batch 15180 molded 5.5 sq driver pn10494 batch 15180 and batch 15361, and pn 10515 batch 14556 5.5 twist peek suture anchor. A non-conformance report was found for subcomponent sq driver pn 10494 batch 15361 where the parts were not fully cleaned and had to be cleaned again. This has no impact on material integrity. The complaint unit was transferred to inventory on 23 dec 2021 and has an expiration date of 16 nov 2026. The lot was released to applicable procedures and specifications. The reported event will continue to be monitored and trended for future analysis. Testing on retain samples was performed by engineering. A qty of 350 parts of a batch (17204) identical to the complaint unit were placed on hold for review and testing. Qty six were scrapped out for engineering review. Collaborating with the r&d team, the six engineering samples were visually inspected out of package and no cracks noted. Then the recommended 5.5 - 6.5mm tap, p/n 10277, was used to create six separate holes into a 30/20 bone block (which would be a greater density than the bone in the shoulder). When the insertion was performed as intended, straight and in line with the tap hole, there were no cracks or frayed thread edges were noted and insertion was smooth an easy. However, two of the six samples were inserted slightly off axis, at approximately 10-12 degrees and the engineering review team were able to replicate failure of the complaint with a cracked anchor heard and noted during insertion. This case will be re-assessed upon receipt of new and relevant information. Additional information: the surgeon reported not remembering if the anchor was implanted on or off axis. No additional information was provided. Correction: it was previously mentioned that submission #2 was a retraction. Please disregard this comment. This case is a reportable event per our procedures and process.

Event description:
On 15nov2022, it was reported to anika by our authorized representative that it was reported to swissmedic that a second twist peek suture anchor, catalog number 10517t broken during a procedure on a 73-year-old male patient. It was reported that the anchor broke despite the correct procedure when screwing into the pre-drilled hole. There was no patient impact as a result of the event. The current status of the patient is unknown. It is unknown if the surgeon removed the broken anchor or replaced it with another anchor. There was no report of any unusual appearance with the packaging or device at the time of use. Additional information has been solicited. This is the second event for the the same patient/procedure.

Manufacturer narrative:
This case was reported to the swiss health authority on report chv22.016. This case is still pending investigation. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation by the manufacturing site. Supplemental report: this submission is a retraction of the previous vigilance report. The reported event cannot be confirmed as no photos or videos were provided and the product was not returned. The anchor reportedly broke despite correct procedure when screwing into the correctly pre-drilled hole for a 73-year-old male patient. The anchor was discarded right after the surgery, no pictures or videos was taken, doctor's name was provided, a 5.5mm awl was used, awl has been used several times, it is intact and designed for this purpose. The anchor reportedly had some frayed thread edges in the back and split on the 2nd rotation, the broken anchor could be removed and replaced with a titanium anchor, and the procedure was completed with a arthrex suture anchor corkscrew ft ii. There was no patient impact and no delay to the procedure. The current status of the patient is unknown. There was no report of any unusual appearance with the packaging at the time of use. (Lv 19dec2022) a batch record review was performed for pn 10517t batch 16470 along with subcomponents and assemblies pn10494 batch 15180 molded 5.5 sq driver pn10494 batch 15180 and batch 15361, and pn 10515 batch 14556 5.5 twist peek suture anchor. A non-conformance report was found for subcomponent sq driver pn 10494 batch 15361 where the parts were not fully cleaned and had to be cleaned again. This has no impact on material integrity. The complaint unit was transferred to inventory on 23 dec 2021 and has an expiration date of 16 nov 2026. The lot was released to applicable procedures and specifications. The reported event will continue to be monitored and trended for future analysis. Testing on retain samples was performed by engineering. A qty of 350 parts of a batch (17204) identical to the complaint unit were placed on hold for review and testing. Qty six were scrapped out for engineering review. Collaborating with the r&d team, the six engineering samples were visually inspected out of package and no cracks noted. Then the recommended 5.5 - 6.5mm tap, p/n 10277, was used to create six separate holes into a 30/20 bone block (which would be a greater density than the bone in the shoulder). When the insertion was performed as intended, straight and in line with the tap hole, there were no cracks or frayed thread edges were noted and insertion was smooth an easy. However, two of the six samples were inserted slightly off axis, at approximately 10-12 degrees and the engineering review team were able to replicate failure of the complaint with a cracked anchor heard and noted during insertion. This case will be re-assessed upon receipt of new and relevant information.

Event description:
On 15nov2022, it was reported to anika by our authorized representative that it was reported to swissmedic that a second twist peek suture anchor, catalog number 10517t broken during a procedure on a 73-year-old male patient. It was reported that the anchor broke despite the correct procedure when screwing into the pre-drilled hole. There was no patient impact as a result of the event. The current status of the patient is unknown. It is unknown if the surgeon removed the broken anchor or replaced it with another anchor. There was no report of any unusual appearance with the packaging or device at the time of use. Additional information has been solicited. This is the second event for the the same patient/procedure.

Manufacturer narrative:
This case was reported to the swiss health authority on report chv22.016. This case is still pending investigation. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation by the manufacturing site.